Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6) implanted: (B)(6) 2021, explanted: (B)(6) 2021. Product type lead. H3 device evaluation: analysis of the lead found no anomalies. H6: please note that method code b17 and result code c20 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977c165, serial#: (B)(4), implanted:(B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was being implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the surgical lead had trouble with electrode 0. After the healthcare provider (hcp) implanted the lead, started the intra operatory test, at that moment it was realized the electrode 0 had damage. Electrode 0 did not make contact.  Troubleshooting was performed. Tried to connect many times carefully (tried to clean before connect, put soft in the battery, cleaned the battery port). Changed the place of connection: instead 0-7 changed to 8-15 and still had the connection trouble. The lead was replaced and the issue was resolved at the time of this report. There were no patient symptoms or complications. No medical/surgical intervention or hospitalization was needed. The patient was alive with no injury.